Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on the cystic artery. The surgeon removed the device by wiggling it from the vessel. There was no tissue damage. Another device was used to complete the procedure. There were no patient consequences reported.